Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Corrections made to impact codes (h6).

Event description:
It was reported that the patient called in stating they have urinary retention as well as frequent urination. Attempts at clarification were made by patient care, but the patient kept stating they had both. The patient was on p1 l4 and was walked through increasing stim to l5. The patient stated "ouch," so stim was brought back down to l4. It was decreased and the patient no longer felt the pain. The patient began mentioning symptoms of a urinary tract infection (uti), such as odor and hesitancy with voiding. The uti was confirmed by the clinic and the patient finished a course of antibiotics, resolving all of their symptoms except urgency. The patient mentioned that they were self-catheterizing a few times due to urinary retention during the timeframe of their uti.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient called in stating they have urinary retention as well as frequent urination. Attempts at clarification were made by patient care, but the patient kept stating they had both. The patient was on p1 l4 and was walked through increasing stim to l5. The patient stated "ouch," so stim was brought back down to l4. It was decreased and the patient no longer felt the pain. The patient began mentioning symptoms of a urinary tract infection (uti), such as odor and hesitancy with voiding. The uti was confirmed by the clinic and the patient finished a course of antibiotics, resolving all of their symptoms except urgency. The patient mentioned that they were self-catheterizing a few times due to urinary retention during the timeframe of their uti.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient called in stating they have urinary retention as well as frequent urination. Attempts at clarification were made by patient care, but the patient kept stating they had both. The patient was on p1 l4 and was walked through increasing stim to l5. The patient stated "ouch," so stim was brought back down to l4. It was decreased and the patient no longer felt the pain. The patient began mentioning symptoms of a urinary tract infection (uti), such as odor and hesitancy with voiding. The uti was confirmed by the clinic and the patient finished a course of antibiotics, resolving all of their symptoms except urgency. The patient mentioned that they were self-catheterizing a few times due to urinary retention during the timeframe of their uti.